Event description:
It was reported that the stent inadvertently deployed. A 6x40x130 cm eluvia self-expanding stent was selected treat lower limb artery stenosis in the superficial femoral artery (sfa). The target lesion was 100% stenosed with severe calcification. While the device was external to the patient, the stent inadvertently deployed 2-3mm when it was opened. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
(B)(6).